Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure, when the autotome rx was inserted into the scope, the wire was noticed to be torn. The tear was noticed under the image from the scope. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." Additional information received stating the cutwire did not detach inside the patient.

Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure, when the autotome rx was inserted into the scope, the wire was noticed to be torn. The tear was noticed under the image from the scope. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.'

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the cut wire bent, broken and the broken ends blackened. One end of the broken cut wire was attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. It appeared that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cut wire was measured and found to have broken 17mm from the distal pierce hole. The proximal pierce hole appeared melted (likely due to operational context). The outer diameter (od) of the exposed cut wire was measured and met specification. The most probable root cause of this event is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.